Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay, and the elecsys tsh assay (tsh). It was asked, but it is not known if erroneous results were reported outside of the laboratory. This medwatch will cover tsh only. Please refer to the medwatch with patient identifier (B)(6) for information related to ft3 and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample was initially tested at the customer site on an abbott analyzer and an e602 analyzer. The sample was provided for investigation, where it was tested on an e601 (or modular-pe) analyzer and an e411 analyzer. It was not clear if it was an e601 analyzer used for investigation or if it was a modular-pe analyzer. A clarification has been requested. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided. The e601 (or modular-pe) analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 166369, with an expiration date of march 2017. The e411 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 166369, with an expiration date of march 2017.

Manufacturer narrative:
Analyzer serial number (B)(4) used for investigation purposes has been confirmed to be an e601 analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contained an interferent to the streptavidin present in the ft3 and ft4 reagents. The same interference factor most likely also caused the different tsh values. This limitation is covered in product labeling.